Manufacturer narrative:
(B)(4). Only the inflation balloon and guidewire lumen were returned to edwards lifesciences for evaluation, with the guidewire inserted through the guidewire lumen. The proximal portion of the balloon was folded inward. The rest of the delivery system was not returned for evaluation. The device was visually inspected. The crimp balloon was not returned for evaluation. The guidewire lumen was cut proximal to the valve crimping marker. Bunching was seen on the inflation balloon. No tears/burst were seen on the inflation balloon. The bonding between the inflation balloon and crimp balloon was separated. No other abnormalities observed on the device. No relevant functional testing was able to be performed due to the condition of the returned device (crimp balloon and rest of delivery system not returned). The complaint for ¿balloon, torn¿ was confirmed visually. No relevant dimensional inspection was able to be performed due to the condition of the returned device (crimp balloon and rest of delivery system not returned). The work orders for the manufacturing of the components most relevant to the failure mode reported in this complaint were reviewed and did not reveal any manufacturing related issues that could have contributed to the reported event. Review of lot history did not reveal similar complaints for ¿balloon, torn¿ or ¿delivery system, withdrawal difficulty through the sheath¿. A review of complaint history from april 2016 to march 2017 revealed other returned complaints for the commander delivery system (9600lds29, 9600lds29a, 9600lds29j, 9610tf29) for a ¿balloon torn¿. A review of complaint data for march 2017 revealed that the complaint rate did not exceed control limits for the trend category of ¿damaged¿. A review of complaint history from april 2016 to march 2017 revealed other returned complaints for the commander delivery system (9600lds29, 9600lds29a, 9600lds29j, 9610tf29) for ¿withdrawal difficulty-through sheath¿. A review of complaint data for march 2017 revealed that the complaint rate did not exceed control limits for the trend category of ¿withdrawal difficulty¿. No IFU/ training deficiencies were identified. During balloon manufacturing, the crimp balloon was 100% inspected for foreign matter, impurity/contamination, fish eyes, and gel spots. Crimp balloons were also 100% dimensionally inspected for length, ID, and double wall thickness. During balloon manufacturing, the inflation balloon was inspected for fish eyes, crow¿s feet, and contamination. The balloon wall thickness, working length, balloon diameter, proximal and distal leg ids, proximal leg outer diameter (od) were also 100% inspected. During manufacturing, the delivery system underwent multiple 100% inspections. Additionally, balloon tensile testing (for the bond between the inflation balloon and crimp balloon) is performed on finished devices under a sampling basis during product verification testing. For the related work order, the ten tested samples had a calculated lower tolerance that was acceptable as it was higher than the lower specification. The inspections during the manufacturing process and testing performed during the product verification process support that is unlikely that a manufacturing non-conformance contributed to the reported complaints for ¿balloon torn¿ and ¿delivery system: withdrawal difficulty-through sheath¿. The complaint for balloon torn was confirmed, but no manufacturing non-conformances were identified. No relevant dimensional inspection could be performed on the balloon as the crimping balloon was not returned. Review of available information (complaint history, lot history and DHR review) did not identify any evidence of manufacturing non-conformances that would have contributed to the complaint. Based on the review of complaint history, possible root causes for this failure mode can be attributed to patient factors (tortuous patient anatomy) and/or procedural factors (high from handling during valve alignment or fine adjustment). This issue and associated risks have been documented in a pra. Performing valve alignment at a bend or angle (such as in tortuous patient anatomy) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a separation of the inflation and crimp balloon bond. Engineering studies were able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. The complaint for delivery system- withdrawal difficulty-through sheath was confirmed based on the returned condition of the device, but no manufacturing non-conformances were identified. Review of available information (complaint history, lot history and DHR review) was unable to identify any evidence of manufacturing non-conformances. On return, it was found that the proximal portion of the balloon was folded inward. The shape of the balloon suggests that the proximal portion of the balloon got caught on the sheath tip during withdrawal and then folded inwards when force was applied in withdrawing the balloon into the sheath. Therefore, procedural factors (withdrawal of torn balloon) is the likely root cause of the withdrawal difficulty. Based on the available information, the combination of patient and procedural factors likely contributed to the reported events. However a definitive root cause for the reported torn balloon and withdrawal difficulty events were unable to be determined at this time. Regarding balloon torn, since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. However, due to the high criticality level for this failure mode (balloon-torn), a pra was previously initiated for risk assessment. Regarding delivery system-withdrawal difficulty-through sheath, since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. In addition, no product non-conformance was confirmed and this failure mode does not exceed the complaint trending control limits; therefore a pra is not required. The complaints for balloon - torn and delivery system - withdrawal difficulty-through sheath were confirmed, but no manufacturing non-conformities could be found in the returned sample. Available information suggests that patient factors and/or procedural factors may have contributed to the reported events. No labeling or IFU inadequacies have been identified. Additionally, a review of complaint data for march 2017 revealed that the complaint rates did not exceed control limits for their respective trend categories. However, at management discretion, a pra was previously initiated for risk assessment of the torn balloon.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During valve deployment, the 29 mm commander delivery system balloon burst upon full inflation, using nominal inflation volume. The valve was successfully deployed with trace paravalvular leak (pvl). There was difficulty removing the delivery system through the esheath due to the burst balloon. Multiple attempts and maneuvers were made to remove the delivery system through the sheath. During the attempted removal, it appeared that the esheath seam has split apart, from trying to pull the delivery system through the sheath. The team decided to remove all devices as a unit, however, the delivery system was stuck in the iliac. It could not be advanced or retracted. Surgical removal was required to remove the delivery system and balloon from the iliac artery. After the delivery system and balloon were cut from the iliac artery, a small iliac dissection was found, which required the placement of a peripheral stent. It is possible that some piece of calcium caused the balloon burst. CT measured the native annulus at 28.5 mm, with the area at 622 mm². There was none-mild annular calcification, and mild-moderate native leaflet calcification. Mitral annular calcification (mac) calcification was none-mild. The sinotubular junction (stj) measured 32.7 with mild calcification, the sinus of valsalva (sov) measured 35.3 x 35.8 x 38.3. The right side access vessel measured 9.6 mm with moderate calcification and mild tortuosity.

Manufacturer narrative:
Preliminary evaluation found that only the inflation balloon and guidewire were returned. The guidewire lumen cut proximal to valve crimping marker. There were no tears or burst on the inflation balloon. The crimp balloon not returned. As there were not tears or burst seen, the code in event problem codes will be changed to material torn. The investigation is ongoing.